Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the infusion set tubing detached from connector for two infusion sets. The infusion set was in use for less than one hour. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.